Manufacturer narrative:
Repair has not been completed at this time.

Event description:
Account alleged that the siderail functions stopped working due to the siderails cables being cut by the latching mechanism for the siderail. He alleged that bare metal wiring was visible. A pt was in the bed and the bed was being used in regular pt room. No injuries occurred.